Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic social media contact us that his insulin pump alarmed no delivery and software error. The patient's blood glucose at the time of the first incident was 257 mg/dl. The no delivery alarm was resolved through an infusion set and reservoir change. A motor error alarm occurred as well. The drive support cap appeared normal. The customer was able to successfully rewind the device. However, the software error occurred three different times; the customer mentioned that the bolus would deliver too quickly. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was not returned or replaced.